Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, upon removal of the sheath on a 5f mynx grip vascular closure device (vcd), containing the closure (cellulose), the cellulose came out instead of remaining attached to the outer wall of the artery to seal the atherectomy site. The sealant was deployed to the proper location but was dislodged, coming out with the sheath instead of being fixed to the outside of the vessel. Manual compression had to be performed, but there was no reported patient injury. The procedure was diagnostic, performed by an experienced physician, and a non-cordis introducer was used. The user had extensive experience with the material and used other devices from a different lot after the failure of this one, with positive results. Nothing abnormal was detected in the patients. There were no adverse events in the patient. The device was stored and prepped in accordance with the instructions for use (IFU), and no damages were found on the device packaging prior to opening. The procedure used a retrograde approach. Regarding the puncture femoral site, the femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was a healthy femoral vessel, and its diameter was verified to be greater than or equal to 5 mm. There was no vessel tortuosity, and no presence of peripheral vascular disease (pvd) or calcium in the vicinity of the puncture site. The advancer tube was held in place while removing the balloon from the access site. A sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle, and the stopcock was open inside the original pouch bag, along with the syringe sent for the procedure. However, there was no presence of any sheath that could have been used in the procedure. As expected, the sealant sleeve, sealant, and advancer tube were still in their manufactured positions. During this analysis, no visual damages or anomalies were observed. A complete functional analysis was executed, including balloon inflation/deflation, catheter sheath introducer (csi) insertion, and deployment mechanism tests. During the functional evaluations, a corresponding cordis lab sample csi was inserted, pushing the sealant sleeve completely with no impediments or friction observed. After the csi insertion was achieved, the balloon of the unit was inflated and deflated, showing no anomalies or any type of damage that could promote an inaccurate deployment. Finally, the shuttle disengagement was easily achieved to trigger the deployment mechanism, resulting in the complete deployment of the sealant and advancer tube. During this analysis, it was observed that the sealant was successfully deployed, and the advancer tube was completely removed, achieving the expected deployment result and showing that the deployment mechanism was not compromised. The reported event of ¿sealant-sealant misdeployment-complete¿ could not be confirmed as the complaint device was not returned for analysis, and the event was not confirmed through analysis of the sterile device. The exact cause of the issue reported could not be determined. Based on the information available for review, it is difficult to determine what factors may have contributed to misdeployment reported, especially since there were no issues noted during analysis of the sterile unit. However, it is possible that the issue experienced could have been caused by the sealant swelling up prematurely or procedural sheath factors, both of which can cause resistance during the shuttle/sheath retraction step. Premature swelling of the sealant can occur when a high amount of tension is applied to the balloon catheter during the shuttle deployment step, which can result in a tight seal at the tip of the sheath. As the device is advanced, blood can be trapped inside the sheath due to the tight seal, causing the sealant to hydrate prematurely and contribute to the sealant becoming stuck to the catheter and deploying above the access site. According to the IFU, which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ neither the product analysis of the sterile unit, nor the information available for review suggest that this event could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, upon removal of the sheath on a 5f mynx grip vascular closure device (vcd), containing the closure (cellulose), the cellulose came out instead of remaining attached to the outer wall of the artery to seal the atherectomy site. The sealant was deployed to the proper location but was dislodged, coming out with the sheath instead of being fixed to the outside of the vessel. Manual compression had to be performed, but there was no reported patient injury. The procedure was diagnostic, performed by an experienced physician, and a non-cordis introducer was used. The user had extensive experience with the material and used other devices from a different lot after the failure of this one, with positive results. Nothing abnormal was detected in the patients. There were no adverse events in the patient. The device was stored and prepped in accordance with the instructions for use (IFU), and no damages were found on the device packaging prior to opening. The procedure used a retrograde approach. Regarding the puncture femoral site, the femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was a healthy femoral vessel, and its diameter was verified to be greater than or equal to 5 mm. There was no vessel tortuosity, and no presence of pvd or calcium in the vicinity of the puncture site. The advancer tube was held in place while removing the balloon from the access site. The reported device will be returned for evaluation.